Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that patient stated that he thinks the lead may have moved because he had to increase the stimulation in order to feel it. He also feels that it is not as effective today as it was yesterday. The issue was not resolved the time of this report.